Event description:
When administering one of the two listed chemotherapy drugs as an IV piggyback, the infusion took longer to infuse than ordered. We had two pumps running at the same time this occurred. This pump could have either been infusing abraxane 40 ml per hour with a volume of 20 ml or abaxtim 200 ml per hour with a volume of 100 ml. Nursing was unable to determine which pump was with which drug. Two reports will be filed with two different pumps. FDA safety report ID # (B)(4).